Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Fluid leak was encountered when patient removed the tubing set from the cycler door. Patient's effluent remained clear and she had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.